Event description:
"On or about (B)(6) 2011," a miniarc device was implanted to treat for stress urinary incontinence. Plaintiff's attorney alleged that plaintiff was caused "severe and permanent bodily injuries and significant mental and physical pain and suffering," and other losses. It was also alleged that the product caused, "plaintiff to suffer infection or inflammation, tissue abrasion, and other severe health consequences."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.